Event description:
The service report shows the customer alleged that the unit was losing its peep settings. The co customer support engineer (cse) verified the reported problem and replaced the auto-zero solenoids along with other components. The unit passed extended self testing. This report is not an admission by co that this device caused or contrtibuted to the event alleged in this report.